Event description:
It was reported that a revision surgery was performed due to dislocation, the surgeon revised the constrained liner with a new one just to be safe that the liner was not damaged from the dislocation. The patient was positive for cre therefore no implant is available for inspection. No additional information was provided at this time.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the patient underwent a revision surgery to replace the constrained liner, due to dislocation. Per email correspondence, the patient was positive for cre, and therefore the device will not be returned. Additionally, the requested clinical records and x-rays have not been provided. Therefore, due to the limited information, the patient impact beyond the revision and the clinical root cause for the dislocation cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed for a constrained liner. The reason of the revision is unknown. No more details regarding this event were provided at this time.